Manufacturer narrative:
Upon visual inspection, no issues were found that would be related to the reported event. The universal surgical manipulator (usm) was installed onto a golden system the component functioned as expected. The usm was then installed onto a patient fixture test platform (pftp) where ¿fiber test¿ was found to be failing on the ¿ac_xd¿ axis. Once testing was completed, the ¿parallelogram fiber¿ was apple behavioral analysis (aba) tested and was verified to be the source of the fault. As a result of these findings, failure analysis was able to conclude that the ¿parallelogram fiber assembly¿ was found to be the root cause of the reported event.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.

Event description:
It was reported that during a da vinci-assisted thoracic surgical procedure, an operating room (or) staff member reed called in prior to docking, to report that the system was repeatedly displaying a recoverable fault 31199 on the universal surgical manipulator (usm) arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) was unable to verify the error in the logs because the system was not currently connected to onsite. The tse guided the staff through a hard power cycle with emergency power off (epo) of the patient side cart (psc), which cleared the error. The tse advised that it was possible the error could return. The customer continued to use the system. The procedure was completed as planned with no report of patient injury.